Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer torque delivery system. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 11mm amplatzer septal occluder was chosen and successfully implanted using same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. However, a 7f, larger than recommended delivery system was used to deploy the device which may have contributed to the reported event as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please not per the instructions for use, the recommended sized delivery sheath for a 9-asd-010 is a 6fna.